Manufacturer narrative:
No RMA has been initiated for this issue. Model ih3600 whirlpool tub, serial number/date is unknown therefore the approximate age is unknown. The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The service manager is a (B)(6) male who is (B)(6). The service manager had no medical issue prior to the incident. It is unknown if the service manager has allergies. The service manager's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Service manager was called out to repair the unit and kneeled in a suspect water/fluid. Service manager stated he was providing service on our 3600 tub when the (suspect) water/fluid from the valves spilled onto the floor and his pants absorbed some (suspect) water/fluid. Prior to service the tub had been disinfected by invacare disinfectant mixed with water to clean the valves. The (suspect) water/fluid was allegedly retained into the valves of the unit. He allegedly knelt down into the suspect water/fluid and sustained chemical burns and experienced burning. He went to the emergency room to receive medical attention. It was verified he did sustain chemical burns on his legs. He is doing much better now. The owner of the tub stated that he is not sure that it was invacare disinfectant. The bottle did have an invacare label on it according to service manager, but they could not confirm if the mixture was the same.